Event description:
Pt left a message indicating they were having difficulty with occlusion errors on device and that they had received medical attention. No further info is available at the time of this report despite several attempts to call pt. Device not returned for eval.